Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent malfunction alarms occurred and the pump stopped all insulin delivery. The customer's blood glucose (bg) level was impacted 400 (mg/dl). The customer took a bolus via the pump. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed. It was indicated that the customer would use the current pump for insulin therapy until the replacement pump was received. Multiple attempts have been made by tandem technical support to complete further troubleshooting with the customer however, no response was received.